Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level rose to 386 mg/dl while wearing the pod between 24 and 36 hours. When removed from the infusion site (leg), the pod's cannula was found blocked. It was also reported by the patient that the site was bleeding. As treatment, a new pod was applied.

Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula found that no damages or deficiencies were observed. The pod was received fully deployed with evidence of blood on the adhesive pad and in the needle well. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding bruising could not be determined.